Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and replaced plunger clamp #4. The instrument was tested without further problem and was returned to expected operation.